Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.(B)(4)

Event description:
The customer reported via phone call of an off no power error on the insulin pump. The customer's blood glucose level was unknown. The customer stated that he did not receive a low battery alert prior to the off no power alert. The customer stated that he was trying to change the reservoir and the pump received no power. The customer stated that this is the second occurrence of off no power. The customer stated that the battery used it energizer. The customer was advised to monitor the pump. The customer was advised to insert a new aaa alkaline battery. The customer stated that the issue was resolved.